Manufacturer narrative:
Other applicable components are:: product ID: 3037, serial# (B)(4), product type: programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had been having issues with their bladder for about the last five days. Prior to the call the patient had tried to increase stimulation, but when they turned the patient programmer (pp) on they encountered a low battery message. The patient turned the pp off and back on again, but then saw a message saying they needed to synchronize the pp with the ins. During the call stimulation was confirmed to be turned on and set to 2.8. The patient wanted to increase stimulation by 0.1 and assisted with doing so. Additionally, the patient was advised that due to the pp battery message the pp batteries should be replaced. Follow-up with the patient determined that the cause of the patient's bladder issues was an infection for which the patient took medication. The patient then indicated that they felt like the system was treating their symptoms and not the underlying condition and was now experiencing constipation. The programmer battery issue had been resolved. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that the bladder infections/utis were caused by the body experiencing dryness. Patient noted that the infecton had resolved. No further patient complications were reported/ anticipated as a result of this event.